Event description:
It was reported, the patient¿s implant was removed so they could have an MRI. As a result of the procedure, the patient got a blood clot and a secondary infection. The patient was on their second round of antibiotics. Patient mentioned two infections, noted ¿the steri strip fell off and the area dried out and there was some sort of hole.¿ it was reported, the patient had a wound that would not heal. The scar where it ¿ripped or tore was bleeding like a pig all over the place.¿ it was noted the incision was not healing. It was noted the patient was no longer bleeding but had ¿spots here and there¿ but it did decrease. The patient met with their health care provider and noted they ¿squeezed the infection out¿ but that it was still oozing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v399340, implanted: 2010 (B)(6); product type lead product ID 37742 lot# serial# (B)(4); product type programmer, patient. (B)(4).